Manufacturer narrative:
Concomitant medical products: 407658, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated impedance. It was also reported that the right ventricular (rv) lead exhibited undefined bipolar impedance qualified as high. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.